Event description:
Description according to complainant: a (B)(6) male pt underwent a taa procedure on (B)(6)2008. On (B)(6) 2015 the pt underwent a repair procedure with a new tx2 graft to cover a type1b endoleak, where the barbs had come apart from the bare metal fixation stent of the previously implanted thoracic stent graft. Pt outcome: endoleak was repaired and graft was relined successfully. Pt is doing good.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Manufacturer narrative:
(B)(4) summary of investigation findings: the investigation is based on the description of event. Imaging or product was not provided nor was the lot number and catalog#. Information concerning the product is limited to the type of the device, zteg taa containing a bare stent. Based on the limited information provided, it is not possible to determine the cause of this event, why it remains inconclusive. Cook will continue to monitor for similar events.

Event description:
Description according to complainant: a 66 year old male patient underwent a taa procedure on (B)(6) 2008. On (B)(6) 2015 the patient underwent a repair procedure with a new tx2 graft to cover a type1b endoleak, where the barbs had come apart from the bare metal fixation stent of the previously implanted thoracic stent graft. Patient outcome: endoleak was repaired and graft was relined successfully. Patient is doing good.